Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, self test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test test at 0.08830 inches.

Event description:
Customer reported via phone call that the insulin pump had high blood glucose value of 793 mg/dl at the time of the incident. The customer went to the ER on (B)(6) 2018 and was treated with an IV drip. Troubleshooting was performed for a possible insulin flow leaks or blockage and nothing was found. The device will be replaced and returned.